Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a seizure because the bg was lower than his cgm (values not provided). The patient was admitted to the hospital intensive care unit (ICU) and has experienced inaccurate values since. It was not confirmed how the patient was taken to the hospital or what medical intervention was provided other than being hospitalized. On (B)(6) the patient¿s cgm displayed 122 mg/dl but his bg was much lower (value not provided). At the time of the report, the patient¿s cgm displayed 116 mg/dl but the bg was 75 mg/dl. The patient's parent ended the phone call as the patient was being discharged from the hospital and no other details were provided other than the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.